Manufacturer narrative:
Reliability engineering evaluated the device, and the reported problem could not be confirmed. The unit was visually inspected, and it was found to meet all specifications.

Event description:
Reporter from (B)(6) reported that the container inside the pouch was damaged. It is unk if the device was used in surgery. It is unk if there was pt/user injury or medical intervention. The date of the event is unk. If any additional information should become available, this notification will be updated accordingly.